Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The customer replaced ui pcba assembly to cover intermittent screen distortion problem. The user interface (ui) assembly was returned for failure analysis. Visual inspection of the part revealed no anomalies. During testing, the customer complaint was verified. Root cause was failure of lcd component.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a distorted display. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.